Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer declined troubleshooting instead of doing a supply change to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.